Manufacturer narrative:
(B)(4). Was the user trained? Yes. How often has this person used the device? Unsure uses contour every 6 months or so and has used several times. On which firing(s) did this event occur (1st, 2nd, 3rd, etc)? 1st. Any issue firing or closing the device? Not that I recall. After the closure trigger was advanced, did the surgeon reposition the tissue? I do not think so however I could not see. Did the surgeon inadvertently grasp the firing trigger prior to firing the instrument? Not that I recall. Was the closure trigger latched prior to firing the device? Yes. Was the surgeon able to confirm that the intended tissue was in the closed jaws of the instrument prior to firing? Yes. Was the tissue evenly distributed within the jaws of the instrument? Cannot confirm the analysis results showed that the device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during an open low anterior resection procedure the surgeon transected the bowel with the contour as had trouble gaining access low down in the rectum. A staple line had formed on the proximal side of the transection. Specimen was inspected afterwards. Blood began to accumulate in the abdomen and the surgeon established it had been coming from the rectum where it had been transected. After stopping the bleeding the registrar inserted his finger into the anus to prepare for insertion of the cdh. However, on insertion they were able to see the finger in the abdomen and that no staple line had been formed. The surgeon looked for staples through the incision and then trans-anally and neither staple line or loose staples could be found. The surgeon had to suture the rectal stump trans-anally in order to allow them to create an anastamosis using the circular device. However he also had to perform an ileostomy to allow the astamosis to heal. Procedure was prolonged by 40 minutes. There were no other patient consequence.